Event description:
It was reported that 7 plates were found, and they appeared to be rusty. This is 2 of 7 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The product evaluation visual inspection revealed visible spots on the top side and visible spots on the backside of the part. The visual inspection has shown that there are indeed rusty spots on the engraved 'r' surface but also other visible spots on the top side and on the backside. This complaint was found indeterminate from a manufacturing standpoint.

Event description:
This is report 2 of 7 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the manufacturing investigation reported it was possible that an inadequate washing procedure was the main source of the reported event. With regards to corrosion it can be stated, that all materials, including so called stainless steel are only conditionally rust-resistant. The corrosion resistance will only be ensured, when clean instruments are stored under dry and metallic-contactless conditions. All metallic contact with humid or wet conditions creates electrolytic reactions which lead to contact corrosion. Placeholder.